Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump, as the original pump was not resettable and was still under warranty. The customer, who did not use fsl2+ sensors, was informed about receiving a pump with updated software and instructed on various procedures, including storage mode and programming the new pump with personal settings. Additionally, the customer was advised to return the malfunctioning pump within 10 days using the provided ups return box and pre-paid label to avoid being billed, and they acknowledged all instructions provided.